Manufacturer narrative:
A medtronic representative went to the site to inspect the imaging system. The system passed all tests and functioned as intended. No fault was found, and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site has not yet agreed to allow servicing of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the system booted up the pendant was stuck and just showed three empty bars. The image acquisition system (ias) pc was connected to remotely and found to be working, but the imaging system software gave errors. No patient present.